Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately erratic and displayed a message of ¿high glucose.¿ the medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2014 (at 1:17pm) the patient reportedly obtained a message of ¿high glucose¿ (an indicator that the blood glucose is above 600mg/dl) and a reading of ¿93mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The patient manages her diabetes with insulin (no adjustments); however, the patient denied taking any action in response to the reported meter issues. According to the csr¿s documentation, five minutes after the reported meter issues occurred, the patient reportedly felt shaky and had a panic attack; and approximately two hours later (during a doctor¿s office visit), the patient¿s physician advised her to contact lfs for assistance. The patient denied testing her blood glucose with another device. It would have been helpful to know the following: the patient¿s testing frequency; the type of insulin regimen the patient was prescribed; confirm if patient¿s report of ¿shaking¿ was diabetes related and if so, if patient correlated the symptom with a high or low symptom; and how soon after did her reported symptom subside. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered a symptom indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.